Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is saying the cassette not attached properly. No adverse patient effects were reported by the customer.

Manufacturer narrative:
It has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-07204 was entered in error. Please disregard the previous submission(s).